Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the facility. No device malfunction suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7054990.